Event description:
A male patient of unknown age presented for a treatment of st segment elevation myocardial infarction. During the percutaneous introduction for micro-introducer sheath dilator, the device came apart in the patient. The treating physician successfully retrieved all pieces of the sheath dilator and there was no harm or injury to the patient due tot his product problem. The device was set aside to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The device involved in the reported incident has been returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. Once the device is received and evaluated, the results of the investigation will be sent via a follow up medwatch. (B)(4).